Event description:
It was reported that the femoral component could not press-fit properly, so it came loose during inserting tibial insert.

Event description:
It was reported that the femoral component could not press-fit properly so it came loose during inserting tibial insert.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined as the device was not returned for tolerance and coating analysis. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.